Manufacturer narrative:
Corrected data: the original surgery was in (B)(6) 2019. Visual analysis: upon inspection of the provided image, it was observed that the fracture occurred mid-plate, spanning across two screw holes. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The device fractured over one year post-operatively. Pseudoarthrosis or long-term loading may have contributed to the failure. It could not be confirmed from the provided image if fusion was achieved. From the pyrenees surgical technique, incidence of pseudoarthrosis could allow for continued dynamic motion within the construct, which may contribute to a failure of this nature. According to the surgical technique, internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing. However, as the device was not available for evaluation, this cause could not be determined conclusively. H3 other text : device remains implanted in patient.

Event description:
A physician reported a pyrenees constrained two-level plate fractured approximately two-years after implantation. The device remains implanted and it is unknown if revision surgery is planned.

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported a pyrenees constrained two-level plate fractured approximately two-years after implantation. The device remains implanted and it is unknown if revision surgery is planned.